Manufacturer narrative:
Concomitant medical products: dtmb1d4 crt-d, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing on the right ventricular (rv) lead that lead to an inappropriate high rate non-sustained episode. There was oversensing on the right atrial (ra) lead that lead to inappropriate atrial tachycardia/atrial fibrillation (at/af) detection and anti-tachycardia pacing therapies. It was also noted the left ventricular (lv) lead threshold was variable. The leads remain in use. No patient complications have been reported as a result of this event.